Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on january 2011 and performed to specification up to the 7th june 2013. On the 14th june 2013 the device failed the weekly auto self-test due to a low battery. On the 13th september 2013 a new pad-pak was installed and the device passed a self-test. Multiple manual power ups, mainly of ten minutes duration where observed, between the 16th november 2014 and the 25th november 2014. On the 28th november 2014, the device recorded non-sensical data for two manual power ups. This indicates the device had lost power rather than being shutdown correctly using the on/off button. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted. The initial pad-pak performed as expected for approximately 28 months before issuing a low battery warning. If a fluctuation in voltage was present on the pogo-pins this also could have contributed to the premature low battery warnings. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.